Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that the guidewire was inserted smoothly, but the intra-aortic balloon (iab) could not be inserted. A new iab was inserted, however, the same issue occurred. A third iab was inserted successfully to continue therapy. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab.

Event description:
It was reported that the guidewire was inserted smoothly, but the intra-aortic balloon (iab) could not be inserted. A new iab was inserted, however, the same issue occurred. A third iab was inserted successfully to continue therapy. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the loosely unfolded and traces of blood on the exterior. The sheath was not returned for evaluation. The inner lumen within the membrane was found slightly stretched near the proximal end. Two kinks were found on the catheter tubing approximately 75.7cm and 73.9cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and its returned condition of the inner lumen. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen within the membrane slightly stretched. A kink and stretched inner lumen can cause difficulty during insertion. We are unable to determine when the findings may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2019 through oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).